Manufacturer narrative:
Device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 16.5 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. Potential cause: complaint for defect in the fill port was not confirmed. A manufacturing record evaluation (mre) of lot number 7348939 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Complaint for defect in the fill port was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast reconstruction revision with a 535cc mentor artoura breast tissue expander. Left tissue expander's fill port was found to be defective upon explantation on (B)(6) 2018 and was replaced with a 475cc mentor memorygel breast implant.